Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two pump restarts in the log history of the controller. The patient stated that they did not remove the driveline from the controller at any time, nor did they double disconnect. There also have been critical battery alarms and it's suspected that the issue was with the controller. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced numerous battery disconnect alarms and intermittent disconnection of the power sources. The patient also experienced a double power disconnect when disconnecting one of the power sources when a battery was still connected to the other power port. The healthcare professional heard the patient had battery beeping and there was no strain or tension on the cables or power ports.

Manufacturer narrative:
Product event summary: additional log file analysis revealed that the controller in use during the event date contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Alarm log files did not reveal power disconnect alarms. However, review of the data log file revealed momentary disconnections involving several of the batteries; the momentary disconnections may explain the reported "beeping". Additionally, logs pertaining to the controller revealed one (1) critical battery alarm due to the battery depleting to 10% relative state of charge (rsoc). As a result, the reported events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigations were initiated to capture events involving the controller losing power and momentary disconnections. The most likely root cause of the critical battery alarm event can be attributed to the patient allowing the battery to deplete below 10% rsoc, triggering a critical battery alarm. The most likely root cause of the reported intermittent disconnection/beeping event can be attributed to momentary disconnections between the battery and controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device passed visual inspection and functional testing. Log file analysis revealed two controller power-ups. The first controller power-up was recorded on 12/20/2017, at 12:01:24. The data point prior the loss of power revealed that (B)(4) was connected to power port one with 18% relative state of charge (rsoc) and one ac adapter connected to power port two. The data point after the loss of power revealed that (B)(4) was connected to power port one (1) with 17% rsoc and (B)(4) was connected to power port two (2) with 24% rsoc. The second controller power up was recorded on 12/21/17 at 03:59:42. The data point prior the loss of power revealed that (B)(4) was connected to power port one with 94% rsoc and one ac adapter was connected to power port two. The data point after the loss of power revealed that (B)(4) was connected to power port one with 94% rsoc and (B)(4) was connected to power port 2 with 82% rsoc. Additionally, one critical battery alarm was recorded on 12/12/2017 due to the patient allowing the battery to deplete below 10% rsoc. As a result, the reported events were confirmed. Based on the log file analysis, the loss of power can be attributed to a disconnection of both power sources given that at least one power source connected prior the loss of power was replaced. An internal investigation was initiated to capture controller power up events. The most likely root cause of the critical battery alarm can be attributed to the patient allowing the battery to deplete below 10% rsoc. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller passed visual inspection and passed functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the controller passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the event log file revealed two (2) controller power up events on (B)(6) 2017 at 12:01:24, and on (B)(6) 2017 at 03:59:42. The controller was without power for 12 seconds and 13 seconds, respectively. Several momentary disconnections were recorded leading up to the first loss of power. A momentary disconnection will result in an audible tone or ¿beep¿. Analysis of the alarm log file did not reveal power disconnect alarms, however, momentary disconnections were most likely perceived by the patient as reported alarms. In addition, analysis of the alarm log file revealed one (1) critical battery alarm logged on (B)(6) 2017 at 11:59:39, due to the battery depleting to 10% relative state of charge (rsoc). As a result, the reported events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation w as initiated to capture events involving the controller losing power. The most likely root cause of the critical battery alarm event can be attributed to the patient allowing the battery to deplete below 10% rsoc, triggering a critical battery alarm. The most likely root cause of the reported intermittent disconnection/beeping event can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.